Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition that the blade device became stuck in the attachment device was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be traced to user, which is user error. Device history review: a review of the device history record was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during in-house engineering, it was determined that the saw blade device was found to be in a heavily used condition and its cutting teeth showed heavy signs of wear. It was determined that the device also showed a ridge which most likely resulted from a lateral impact that caused the ratchet to tighten up to a degree. As a result, it was difficult to loosen the mechanism by hand. It was further determined that the device failed visual inspection. It was noted in the service order that following an unicompartmental knee arthroplasty (uka) surgical procedure for knee osteoarthritis, it was discovered that the attachment and blade became stuck together and could not be detached. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.